Event description:
Baby born at 10:30am by c-section. Infant was admitted to the nicu secondary to meconium aspiration and hypoxia. Emergency intubation done by rrt. Intubation was uneventful with no problems. Apgars were 1,3,5,5. Baby was resuscitated and moved into the nicu. First x-ray was obtained at 11:13am. At approx. 19:30-20:00 physician was reviewing the x-ray and questioned something in the r lung. After careful review and enhancement of the films an object was found. At 23:00 a rigid bronchoscopy was performed and a 7mm portion of the sheath from the intubating stylet was recovered from the right mainstem bronchus. There was no evidence of blood, trauma, granulation tissue or exudate noted. Further, the baby has bad hypoxic-ischemic encephalopathy and is at risk for adverse outcome from this. This episode is a complicating but not causative factor. Mallinckrodt reference #621442 the above stylet was used with one of two. Unable to determine what lot # of stylet that was used, those found the unit have been listed. Infant discharged 12/03/2002.